Event description:
The surgeon was performing an opcab (off-pump coronary artery bypass) case with cts instruments. He performed a sternotomy incision & utilized the cts stabilizer to perform a minimally invasive bypass procedure. The surgeon had placed the stabilizer foot to stabilize the circumflex artery. The stabilizer then slipped, so he re-positioned it. The surgeon then noticed a superficial venous bleeder where the stabilizer had been originally placed. He did not repair the bleeder, as he thought it would resolve on it's own. The pt was later placed on cardiopulmonary bypass for reasons unrelated to this injury. While on bypass, the venous bleeder was repaired with suture & the pt suffered no complications from this incident.